Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the fourth of four reports associated with this event.

Manufacturer narrative:
(B)(4) - as the lot number was unknown, a batch review was not performed. The root cause of the complaint was determined as user error- poor aseptic technique. Current labeling provides ample instructions related to the prevention of user error- poor aseptic technique. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
Baxter contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2011 regarding a home patient(hp) report on an prior day that she went to the hospital for cloudy peritoneal dialysis (pd)effluent. The pdrn confirmed that the hp was seen in the emergency room(ER) on (B)(6) 2011. Treatment given in the ER was 1 dose of vancomycin 1gm intraperitoneally (ip). The hp was then sent home. The same treatment continued from the clinic on (B)(6) 2011 of vancomycin 1gm ip 2 times weekly for 3 weeks. The outcome was ongoing at the time of this report as the hp was still on ip antibiotic treatment, but the pdrn reported the pd effluent was clear. The pdrn gave causality to the hp's aseptic technique and home conditions, and the baxter products were not suspect.